Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer¿s blood glucose was 118 mg/dl at the time of incident and the sensor glucose was 49 mg/dl. Customer¿s other relevant blood glucose level was 74 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 118 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.